Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector had valve malfunction the following information was received by the initial reporter with the following verbatim: so one situation was that we had was with a dual lumen subclavian. One lumen had tpn/lipids infusing and the other was tko at 1ml/hr however blood was backing up in the line. We had increase the rate to 2ml/hr which fixed the problem but was wondering if this is related to maxzero or not. Another situation was that a nurse had a med infusing. The med completed and she quickly clamped at the med not at baby because she was in the middle of something else with another pt. She came back 20 mins or so later and there was tpn and lipids up in the med line. Would this be related to the maxzero?

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that blood was backing up could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.